Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.